Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor gave inaccurate readings. She also reported that the blood glucose had been fluctuating. She reported that at one point the insulin pump activated threshold suspend and later the blood glucose reading was 300 mg/dl. Nothing further was reported.